Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged. A revision procedure was performed and this lead was explanted and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. The explanted lead was not planned to be returned for analysis.